Event description:
Customer reported that the pledget holes are not centered correctly which caused the pledget to detach from the suture. There was no adverse consequence to the patient.

Manufacturer narrative:
Examination of returned samples revealed that the boreholes of the pledget are not centered. Device is out of specification in a manner that relates to the event.